Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 81mm diameter abdominal aortic aneurysm. It was reported that during the index procedure after implantation of the right contralateral limb, the final angiogram showed a type ia endoleak. The physician elected to implant an additional endurant aortic cuff. It was noted that advancement of the device through the left side was difficult due to tortuosity of the left cia and so it was successfully advanced through the right. This resolved the type ia endoleak. It was then noted that the distal right limb was pulled into the aneurysm leading to a type ib endoleak which was resolved with another endurant limb extension implantation. A type ib endoleak was then noted on angiography in the left limb distal area. The physician decided not to prolong the procedure any further and so completed the procedure with the plan to follow up on the right type ib endoleaks resolution. As per the physician, the cause of the event is anatomy related due to severe tortuosity of the vessels. No additional clinical sequelae were reported and the patient will be monitored by their physician.